Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4): d4: product ID was provided for four screws however, it is unknown which of the five screws has migrated. Therefore, the migrated screw could be any of the following: 47248604040 - blunt tip screw, ã¿ 4x40mm - 3178838, UDI: (B)(4), manufacturing date: oct 24, 2023, expiration date: oct 24, 2028. 47248604440 - ann blunt tip screw 4x44mm - 3172291, UDI: (B)(4), manufacturing date: aug 29, 2023, expiration date: aug 29, 2028. 47248604440 - ann blunt tip screw 4x44mm - 3174914, UDI: (B)(4), manufacturing date: sep 29, 2023, expiration date: sep 29, 2028. 47248604440 - ann blunt tip screw 4x44mm - 3180632, UDI: (B)(4), manufacturing date: oct 16, 2023, expiration date: oct 16, 2028. 47248605440 - ann blunt tip screw 4x54mm - 3163116, UDI: (B)(4), manufacturing date: jun 17, 2023, expiration date: jun 17, 2028. D10: 47249616009 ¿ ann proximal humerus nail ¿ 3183531, 47248604040 ¿ blunt tip screw ¿ 3178838, 47248604440 ¿ blunt tip screw ¿ 3172291, 47248604440 ¿ blunt tip screw - 3174914, 47248604440 ¿ blunt tip screw ¿ 3180632, 47248605440 ¿ blunt tip screw ¿ 3163116, 47248613240 ¿ cortical bone screw ¿ 3173383 (x2), 47248801000 ¿ ann proximal humerus nail cap ¿ 3185235, 47248800004 ¿ ann washer small ¿ 3091601. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of complaint histories identified additional similar complaints for the reported products and additional similar complaints for the reported part and lot combinations. It can be assumed that multiple contributing factors, related to either patient condition and behavior or implantation procedure, contributed to the migration of the screws. If and to what extent any of these aspects may have influenced the migration of the screw remains unknown. An additional deeper investigation was performed which identified the design limitation of the corelock mechanism of the affixus nail as a potential contributing factor. As part of the deeper investigation, a scientific literature search was conducted and a systematic review of the outcome of intramedullary nailing for acute proximal humerus fracture showed that screw migration and perforation into the joint is the second most common complication following secondary loss of reduction. In addition, scientific literature of competitor and predicate devices were assessed. This review has shown that the affixus® natural nail® proximal humeral system performs better and/or in equal range in comparison with legally marketed similar devices. In conclusion, as the cause may be multifactorial an exact root cause could not be identified for the migration of the screw. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that four weeks post-implantation, surgeon found one of the proximal screws was backed out from the proper position. The surgeon will keep an eye on the patient condition moving forward, as no revision will be planned at this time. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G2: report source japan the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.